Event description:
The customer reported via phone call that she was hospitalized approximately on (B)(6) 2015 with a blood glucose over 300 mg/dl. Customer felt like she had a stomach ache. Customer had possible diabetic ketoacidosis. Customer was given fluids in an IV drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).reference manufacturer report number: 2032227-2015-25244.